Manufacturer narrative:
D9 - date returned to mfg: 30-jul-2025 h3: one device was received for evaluation. Service history review identified that the device had been repaired before for a related issue. The customer reported problem was duplicated on the power on self-test. The root cause of the issue was failure of the main board to detect the force sensor. The main board was replaced to fix the issue, and the device then passed all tests after the repair.

Event description:
It was reported that the pump exhibited a force sensor error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.